Event description:
Patient's mother reported hearing "some noise" while utilizing the wheelchair that day. At the end of the day after the patient was transferred out of the chair and stored in the room for charging, they heard a loud noise and upon checking the room with the chair the back rest upper system had fallen off. No injury(s). The patient has a backup chair. The manufacturer is replacing the entire chair and seating at no cost. Manufacturer response for wheelchair, quantum q6 edge with tb3 power seating system (per site reporter): working with the manufacturer on resolution and action plan for this and all other chairs we have distributed. The permanent fix will be replacing all rails provided between a fifteen month period with the new designed rail system.